Event description:
After connecting the air seal tubing to the air seal port, they start to lose pneumo and the airseal machine itself was alarming that the pressure was incorrect. New tubing and port were opened to the field and the problem was resolved.